Manufacturer narrative:
Analysis was normal. No anomalies were found. Additional: d10, h3, and h6.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the helix of the atrial lead failed to retract. The lead was not used and was replaced. The patient was in stable condition before, during, and after the procedure.